Event description:
According to initial information received, a 32mm amplatzer septal occluder's (aso) right atrial disc deformed into a cobra shape upon deployment. This was documented on an angiogram showing the deformed device deformed while it remained connected to the delivery cable. For reasons that could not be delineated, the physician encountered difficulty retracting the aso into the sheath, so the aso was released from the delivery cable of the 12f amplatzer torqvue delivery system (B)(4). The aso was surgically removed. Please reference MDR 2135147-2010-00159 for the associated (B)(4).

Manufacturer narrative:
The (B)(4) was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Using a test delivery system, the device was retracted into the loader and upon deployment, the device deformed into a cobra shape. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Our investigation was able to reproduce the performance described. We continue to work with manufacturing and research and development to understand the factors involved in device deformation. Additionally, the amplatzer septal occluder instructions for use states the following in the warnings section: do not release the device from the delivery cable if the device does not conform to its original configuration or if the device position is unstable. Recapture the device and redeploy. If still unsatisfactory, recapture the device and replace with a new device.